Event description:
A kalix flat foot implant has been implanted 2002. Inner screw wasn't locked in. At 1 or 2 weeks post-op visit, x-rays showed that screw had allegedly backed out. Revision surgery was performed to remove the kalix and replace it. Confirmation by the director of risk mgmt of the user facility that event should be considered as reportable despite user error was given in april 2002.